Manufacturer narrative:
The device was not returned to edwards for evaluation. The reported clinical observation was unable to be confirmed. Manufacturing records were not reviewed as no lot number was provided. Perforation of the coronary sinus is a serious, well characterized complication of retrograde cardioplegia. Its causes are well known but sometimes difficult to predict. Management of this complication is well described in the literature. Edwards has reviewed many of these reports and has found that the root cause is typically related to a combination of vessel size/fragility and placement issues of the catheter. No manufacturing non-conformance have been associated with the historical events which have been reported. Based on the information received, patient's clinical condition and operational context most likely contributed to this event. There was no allegation that a product malfunction contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Injuries to the coronary sinus are listed as a potential complication in the product IFU. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that during the use of a pr9, the coronary sinus ruptured. This occurred soon after placement. The coronary sinus ruptured with a closed chest, requiring emergent sternotomy, commencement of cardiopulmonary bypass, and closure of the coronary sinus defect. The patient reportedly had friable tissue. The anesthesiologist did not suspect that the incident had anything to do with the catheter. There was no adverse patient outcome.